Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer reported that there was a crack in the battery compartment. The customer's blood glucose was over 500 mg/dl at the time of the incident. The customer's blood glucose was 463 mg/dl at the time of hospitalization. The customer stated that she was given IV fluid at the time of hospitalization. The customer stated that she was wearing the insulin pump at the time of hospitalization. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.